Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, electrode tip ignited while in use. Fire shot up and ash fluttered. The electrode tip caught on fire like a candle. New device was used to continue. No harm to the patient and the surgeon. Pencil and electrode used were from different manufacturer.